Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the error did not reappear. The customer was able to successfully start their sensor session.